Event description:
It was reported that the patient has a pain on the implant zone and his intelligibility is lower. First testings were ok. In (B)(6) 2010, two channels were hi and three had high impedance, but status ok. In (B)(6) 2010, three channels were hi and another three had high impedance but status ok.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.